Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after re-inserting the 30-degree endoscope instrument back in an up position, the endoscope would flip to the down position. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unsure which surgical task was being performed at the time of the event, but it was confirmed that the image was not inverted, nevertheless, the endoscope moved freely with uncontrolled motion as when the endoscope was taken out for cleaning, once put back in as 30-degree up (which was its prior position), one engaged, it would flip to 30-degree down before being pushed in and used. The event did not involve a reversed control on system arms (e.g., master goes left, instrument goes right). Also, there was an indication of the image orientation provided to the user via user interface, there was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The same endoscope was used to complete the procedure, there was no switch of endoscopes; the vision issue did not result in patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope fiber cable for failure analysis investigation. The endoscope was analyzed and was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed.